Manufacturer narrative:
Available information suggests the device remains implanted and in service, pending a replacement procedure. This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during the routine follow-up, this pacemaker was found to be operating in safety mode. A red error screen was displayed on the programmer, showing the device had reverted to vvi mode at 72 bpm, with the output set to 5v@1.0ms. No adverse patient effects were reported. The patient was scheduled for a replacement procedure. The device was explanted and replaced two days later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
Available information suggests the device remains implanted and in service, pending a replacement procedure. This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the routine follow-up, this pacemaker was found to be operating in safety mode. A red error screen was displayed on the programmer, showing the device had reverted to vvi mode at 72 bpm, with the output set to 5v@1.0ms. No adverse patient effects were reported. The patient was scheduled for a replacement procedure. The device was explanted and replaced two days later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
Available information suggests the device remains implanted and in service, pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that during the routine follow-up, this pacemaker was found to be operating in safety mode. A red error screen was displayed on the programmer, showing the device had reverted to vvi mode at 72 bpm, with the output set to 5v@1.0ms. No adverse patient effects were reported. The patient was scheduled for a replacement procedure.